Event description:
2024-04-12: integrum received axor ii unit i6510 together with a report form stating that the device has released from abutment after use. No health consequences or patient impact reported. The date of event is unknown. The patient's weight is above the system's weight limit of 100 kg. Manufacturing investigation performed, no deviations found. During technical investigation of unit i6510, the device did not pass all functional test related to the gripping function and the top components were found dirty, which most likely contributed to the observed issues. In additon, the clamps were found to be severely damaged and had marks, indicating that the abutment has not been inserted all the way into the axor during use at some point. During the service, the clamps were replaced and the unit was thoroughly cleaned. The unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of cleaning and donning the axor ii according to the instructions for use.